Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Factors that can contribute to material ruptures include, but are not limited to, balloon damage during manufacturing, weak materials, excessively applied pressure, or interactions with accessory devices and/or stents, patient anatomy, and/or lesion calcification or tortuosity. To ensure this is not a result of manufacturing, all products are 100% visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rated burst pressure (rbp). There was no report of any leak in the catheter noted during preparation for use, which would suggest that the balloon was not damaged prior to use. The patient anatomy was heavily calcified which likely contributed to the reported difficulties. In this case, an interaction with other devices and/or the calcified lesion may have damaged (scratched) and weakened the balloon material, such that the balloon ruptured upon the first inflation 10atm which is below the rbp. As the balloon ruptured prior to fully inflating, this would result in the stent being under deployed requiring additional treatment with fully deploy the stent. However, without the product to examine, a conclusive cause for the reported rupture could not be determined. A review of the lot history records for the reported lot revealed no associated nonconforming material records. Additionally, a query of the complaint handling database for the reported lot revealed no similar incidents reported for balloon ruptures or difficult to deploy. There is no indication of a lot specific product quality deficiency.

Event description:
It was reported that the procedure was to treat a heavily stenosed lesion in the left anterior descending artery with heavy calcification. Pre-dilatation was performed and the 3.0 x 18 mm xience v stent delivery system (sds) was advanced. The sds was inflated; however, a balloon rupture occurred during the first inflation to 10-12 atmospheres. The sds was removed, and an nc trek balloon was used to fully appose the stent. There were no adverse patient effects. No additional information was provided.